Event description:
It was reported by the patient that their "body felt weird" and the patient stated they didn't know if they had received a shock from their implantable cardioverter defibrillator (ICD). Follow-up was attempted but was not successful as the last clinic listed does not follow this patient and does not know who does. The ICD listed for the patient was implanted over eleven years ago. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.